Manufacturer narrative:
Analysis noted no pump memory error was seen. No anomalies noted in the pump logs. The pump passed all non-destructive testing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On 2016-01-05 additional information was received from the representative who confirmed the patient did not experience any symptoms as a result of the reported issues. The representative was not clear of any troubleshooting. The reported indication for use of the implanted system was "regular replacement due to eri". A new pump, (B)(4), was successfully implanted without issue. The pump was being returned for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) and representative regarding a patient who was receiving baclofen 2000 mc g/ml at a dose of 530 mcg/day with the pump that was being explanted due to normal battery depletion. During this procedure a pump memory error was encountered on the new pump before implant. Electromagnetic interference was excluded as the cause. The pump was not implanted and was collected to be returned for analysis. The replacement pump serial was not known. At this time there were no patient symptoms reported. Additional information was requested to clarify patient symptoms, troubleshooting, indications for use, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.